Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380. Name medtronic minimed, street 18000 devonshire street, city northridge, state ca, zip code 91325, zip four 1219, u.s.

Event description:
It was reported on 26-mar-2026 that patient experienced low blood glucose level due to incorrect carb counting and exercise. Low blood level treated with carbs.